Event description:
It was reported that this pacemaker triggered an alert for atrial arrhythmia burden of at least 0.5 hours. The trend data showed 4.5 hours of atrial arrhythmia recorded. Atrial intrinsic amplitude was noted to be out of range and upon review of a right atrial automatic threshold (raat) test, isolated undersensing was observed. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.